Event description:
A user facility biomedical technician (bmt) reported a confirmed membrane blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred three hours and thirteen minutes after the start of the patient's treatment. The machine, a 2008t, was used and stated the machine alarmed appropriately with a blood leak alert. Blood was noted to be visually seen from the membranes in the top and side of the dialyzer leading to the red hansons. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample was returned and subjected to a laboratory bubble point test. Due to the level of coagulation in the header caps, water was unable to sufficiently pass through the dialyzer to complete the test. No leak was noted during the test and therefore it was deemed to have passed. However, the dialyzer was disassembled and subjected to further evaluation to identify any defect/cause. No damage or irregularities were found. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a confirmed (with sample) event of an internal blood leak due to a potted fiber fragment. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and a non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility biomedical technician (bmt) reported a confirmed membrane blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred three hours and thirteen minutes after the start of the patient's treatment. The machine, a 2008t, was used and stated the machine alarmed appropriately with a blood leak alert. Blood was noted to be visually seen from the membranes in the top and side of the dialyzer leading to the red hansons. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: b3, h10.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a confirmed membrane blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred three hours and thirteen minutes after the start of the patient's treatment. The machine, a 2008t, was used and stated the machine alarmed appropriately with a blood leak alert. Blood was noted to be visually seen from the membranes in the top and side of the dialyzer leading to the red hansons. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.